Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus there was no image while using high definition lcd monitor. The issue was resolved by replacing the digital visual interface cable. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The device was not returned for evaluation. Olympus will continue to monitor field performance for this device.